Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited a sensing anomaly. Both leads were capped and replaced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5168307.